Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a vaginal hysterectomy while sealing a vessel, the surgeon pulled out the open forceps from the pt and noticed that the end of the jaw had detached from the body and fell into the pt. The surgeon was able to retrieve the jaw from the pt's body easily without any add'l harm or prolonged stay for the pt.